Event description:
Customer reported the female luer was found to be cracked and the patient leaked blood out, approximately 3 ml. No patient harm reported. No further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event): sometime between 09/05 - 09/07/2009. The product was received, investigation is not complete. A follow up report will be submitted with any new relevant information.